Manufacturer narrative:
Unit received with critical pump error and multiple pump error 63 alarms confirmed in the pump history due to cold solder joint on the keypad assembly. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error from the insulin pump. The alarm occurred during a bolus delivery. The insulin pump was showing no active insulin and no units in the reservoir but they had just delivered insulin and the reservoir was half full. The customer¿s blood glucose level was 240 mg/dl. Troubleshooting was performed. The insulin pump passed the displacement test. The insulin pump failed the self-test. The customer received a pump error message. The insulin pump kept restarting. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.